Event description:
On 04/20/1995, a 25 yr old male underwent aortic valve replacement and atrial septal defect repair for acute bacterial endocarditis (staphylococcus and steptococcus), involving aortic valve and myocardial abscess into the right ventricle, secondary to intravenous drug abuse. On 06/19/1998, pt underwent reoperative aortic valve replacement due to stenosis and calcification of the homograft's leaflets. Surgeon noted that pt had continued taking intravenous drugs following first surgery. During explant, there was no evidence of vegetations or aneurysms. The homograft was noted to be extremely thickened and calcified.